Event description:
Per report, during a transcatheter aortic valve replacement (tavr) procedure by transfemoral approach, the retroflex3 delivery system balloon ruptured during the sizing process of device prep. A new delivery system was opened and prepped and sized according to the IFU.

Manufacturer narrative:
Investigation of this event is ongoing pending return and evaluation of device.

Manufacturer narrative:
According to the instructions for use, balloon rupture is a potential risk associated with the use of the rf3 delivery system and tavr procedure. The complaint of balloon burst during prep could not be confirmed as the affected device was not available for return to edwards for evaluation. The IFU and prep manual instruct the operator on the appropriate steps to properly prep and size the balloon prior to use, including 'while gently pulling and pushing the balloon, verify that the balloon moves with some resistance within the gauge.' In this case it was found through investigation that there was a tight fit while performing sizing of the balloon in the balloon gauge because the balloon had been overfilled with fluid. In this case, it appears that procedural factors may have caused the reported event; the excessive resistance could have caused the balloon to burst during prep. A device history records review for the effected lot number shows that the device met specifications prior to its distribution. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.